Event description:
An endurant stent graft system was implanted for the treatment of a 47 mm in diameter and 113 mm in length abdominal aortic aneurysm. The proximal aortic neck was 21 mm in diameter and 19 mm in length. The aortic neck angulation was 10 degrees. It was reported that on an unknown date an unknown type endoleak was confirmed when 1 year post-operative CT was carried out. However, there was no change in aneurysm diameter size so that the patient will be monitored. No clinical sequelae were reported.

Manufacturer narrative:
Exact date of event is unknown. (B)(4).